Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign user facility directly to obtain patient information, treatment settings,and patient photographs. Following three (3) attempts, no additional information has been provided. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that multiple patients sustained a burns of unknown severity to an unknown anatomical area following treatment with a lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.